Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 270mg/dl. The customer was treated for high blood glucose with bolus. The customer was assisted in performing high pressure test and pump said no delivery. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose. The customer declined to troubleshoot for programing, set, site, reservoir and insulin. The customer checked the connection and it was intact.